Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient said that the lead felt hot when then patient would lay on their left side. The patient was advised to reduce stimulation and contract their healthcare provider (hcp). Follow-up calls with the patient determined that the lead felt hot again and there was still a burning and poking in the buttocks. A final call indicated that the lead was very hot to the touch and thus the patient was advised to turn stimulation all the way off. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.